Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 110 to 120 mg /dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen cupboard. The test strip lot manufacturer's expiration date is 07/22/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer also informs me that she has cancer and is undergoing chemo at this time. She has been on a prednisone treatment 5 times a day and was told that if her readings are more than 160mg/dl that she should take 18units of insulin before bed but the readings are lower than what she is used to or expected.